Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. The physician tried to advance the 2.75 x 16mm synergy xd stent through a previously deployed stent in order to rescue a side branch which had been pinched. The balloon was never inflated but the stent moved on the balloon and became dislodged. An attempt to snare the stent was not successful. The stent delivery system (sds) was difficult to remove and had to be removed together with the guidewire. Once outside the patient, the guidewire was able to be removed from the sds. The sds was noted to be stretched. No other device was used to complete the procedure. There were no patient complications. The dislodged stent is scheduled to be removed on (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. The physician tried to advance the 2.75 x 16mm synergy xd stent through a previously deployed stent in order to rescue a side branch which had been pinched. The balloon was never inflated but the stent moved on the balloon and became dislodged. An attempt to snare the stent was not successful. The stent delivery system (sds) was difficult to remove and had to be removed together with the guidewire. Once outside the patient, the guidewire was able to be removed from the sds. The sds was noted to be stretched. No other device was used to complete the procedure. There were no patient complications. The dislodged stent is scheduled to be removed on december 30th. It was further reported that the stent dislodged from the balloon at the proximal left anterior descending artery back to left main coronary artery. On november 30th, the device was successfully snared at another hospital with no surgery required.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. The physician tried to advance the 2.75 x 16mm synergy xd stent through a previously deployed stent in order to rescue a side branch which had been pinched. The balloon was never inflated but the stent moved on the balloon and became dislodged. An attempt to snare the stent was not successful. The stent delivery system (sds) was difficult to remove and had to be removed together with the guidewire. Once outside the patient, the guidewire was able to be removed from the sds. The sds was noted to be stretched. No other device was used to complete the procedure. There were no patient complications. The dislodged stent is scheduled to be removed on (B)(6). It was further reported that the stent dislodged from the balloon at the proximal left anterior descending artery back to left main coronary artery. On (B)(6), the device was successfully snared at another hospital with no surgery required.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd 2.75 x 16mm stent delivery system catheter was returned for analysis. There was no stent returned. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were evident on exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found 9cm section of stretching starting at 12 cm proximal to distal tip. No other issues were noted.